Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: ktt. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient with the fracture of the left femur surgically is intervened on (B)(6) 2014, for reduction with a wide locking compression plate. On (B)(6) 2014 the patient again entered the hospital after stepping on the ground with the left lower extremity, the patient suffered from deformity and functional impotence of the left lower extremity. The patient is intervened surgically to remove the broken plate, and doctor proceeds to carry out the reduction with the locking compression plate (lcp) plate of 12 hole. It was also reported that x-rays show a fracture of plate. There were no reports of a surgical delay or any harm to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: date of post-operative device breakage is unknown. Manufacturing investigation evaluation: based on the topography of the fracture surface, it can be concluded that the implant was subjected to moderate, dynamic bending loads (one-sided). Constant load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the locking compression plate (lcp). The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (osteoporosis) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. A visual inspection of the breakage confirmed that it occurred at the fifth distal combination plate hole. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.